Event description:
It was reported that this inflatable penile prosthesis had lost fluid due to a small hole. The device was explanted and replaced with a spectra prosthesis. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual examination of the first cylinder identified wear at a fold medial to the cylinder body. The rear tip was detached from the tubing, which is consistent with sharp instrument damage. The other cylinder showed wear at a fold closer to the distal end of the cylinder body, and leaks were identified at the proximal and medial portion of the cylinder. These leaks and the tubing damage were also consistent with sharp instrument damage. Inspection of the pump did show that the pump tubing did show damage consistent with sharp instrument damage, as well. Based on the information available and analysis results, the abnormalities found could not confirm there was a product quality issue that could have caused or contributed to the reported event; therefore, the conclusion code of cause not established was chosen.

Event description:
It was reported that the patient the patient underwent a surgical procedure to explant the inflatable penile prosthesis (ipp). The ipp had lost fluid due to a small hole. A spectra was implanted as a result. There were no patient complications reported.